Event description:
I noticed that I had an increased in migraine headaches and cough since quarantine began in (B)(6). It wasn't until I read about the FDA information on the so clean product and ozone release that I realized it could related. Since lock down, I have been sitting in my bedroom watching the morning news daily as the machine cleans my bi-pap tubing for 8 minutes. I did smell the ozone but didn't connect it to my symptoms. Prior to that, I was working even though I am retired. I have a history of migraines and asthma. I was actually looking up a new so clean product to clean phones and wallets when I came across the FDA article published in february 2020. I stopped using the machine that day and my symptoms have improved dramatically already. I plan to contact the company to ask for reimbursement for the 3 filter kits I bought last (B)(6) but have not used yet. FDA safety report ID # (B)(4).